Event description:
It was reported that shaft break occurred. The target lesion was located in the proximal left anterior descending artery. A 3.5mm x 12mm quantum? Maverick? Balloon catheter was advanced for used. However, during the procedure, it was noticed that the delivery shaft was fractured. The procedure was completed with another of the same device without any patient complications reported. The patient status was stable. It was further reported that the target lesion was located in a non-tortuous and non-calcified lad. It was observed that the break occurred during the advancement. The device was completely removed and the patient was fine.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that shaft break occurred. The target lesion was located in the proximal left anterior descending artery. A 3.5mm x 12mm quantum? Maverick? Balloon catheter was advanced for used. However, during the procedure, it was noticed that the delivery shaft was fractured. The procedure was completed with another of the same device without any patient complications reported. The patient status was stable.